Manufacturer narrative:
Customer did not provide the device serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported diagnostic code indicates a vent inop due to an exhalation autozero failure. No patient involvement reported.

Manufacturer narrative:
No parts were replaced; however, the fse reported maintenance was performed on the ventilator. The ventilator passed performance verification testing and was returned to service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.